Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump displayed malfunction alarm identified as software issue, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm appeared again, which customer acknowledged and understood.